Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the customer requested to close the ticket since there was an existing ticket for the issue. The field service engineer proceeded with case closure.

Manufacturer narrative:
Additional information: section b describe event or problem, section d medical device brand name correction: section h imdrf annex codes

Event description:
It was reported that when using the bd pyxis¿ pro medstation¿ main drawer failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.